Event description:
It was reported that there was a hole in the connection which made it hard to vent smoothly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.